Event description:
It is reported that the pt was revised due to a broken articular surface screw.

Manufacturer narrative:
Primary operative notes indicate excellent balance with full range of motion. It was noted that the torque wrench was used during insertion of the articular surface; however, the amount of torque applied to the locking screw was not specified. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search identified no other complaints for the part and lot combination of the articular surface. The lcck surgical technique instructs 95 in. Lbs. Of torque should be applied to properly tighten the locking screw. The surgical technique also states, "do not over or under torque. Under tightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively." Per the nexgen cr, ps, cra, lps and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of x-rays and/or product or further information. Visual inspection of the returned articular surface and locking screw identified that the screw had fractured at the threads. Damage was noted on the hex head that was likely from the locking screw moving throughout the joint after the fracture. The articular surface exhibited gouges on the post and surface. Backside wear was also noted. The device history records for the articular surface and locking screw were reviewed and found conforming.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative.. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Operative notes from the revision surgery indicate significant metallosis in the synovium surrounding the soft tissues was noted and a portion of the locking screw was floating in the joint. The articular surface was noted to have areas of wear from contact with the screw and significant backside wear. The noted metallosis and component wear appear to have been caused by the locking screw fracture; however, a definitive root cause of the fracture cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.